Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation (a fib) ablation. Once the sheath was aspirated, after the catheter was inserted, 50 cc air was noted into the 20 cc syringe, thus the sheath was replaced with another same model sheath and the procedure was completed successfully. It was mentioned that no abnormalities was noted during preparation of the sheath. No leak was noted in the sheath nor any air was noted in the patient. Pressure bag irrigation method was used. No patient complication was reported. The device is not expected to be return for analysis as disposed.